Event description:
The device was used during a bowel procedure. The surgeon had to bring two pts back to or for anastomotic leaks-patients were ok subsequently. Standard bowel anastomosis. The two instrument affected were discarded by hosp, three sealed instruments from same lot being returned for eval.